Event description:
Patient revised for painful and swollen knee.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Johnson and johnson medical (B)(4) reports: patient presented with a painful and swollen knee in 2008. Dr (B)(6) resurfaced patella on (B)(6) 2008. Patient continued to have a painful and swollen knee. (B)(4). The patient had a total knee revision (B)(6) 2010. Grey tissue found around implant. Femur presented with longitudinal scratches and tibia with rotational scratches. Implants removed. Large amount of bone loss on the femur. Revised to lcs vvc with femoral metaphyseal sleeve. Examination of the returned products confirmed the reported event. The investigation concluded the reported event was design related. Pra/ hhe was conducted on this reported event as well as all information will be tracked and documented though CAPA (B)(4). Depuy considers the investigation closed at this time. Should additional information be received to change the outcome of the performed investigation, the complaint will be re-opened..